Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was unable to boot up or generated a blue screen. The programmer interrogated many devices and booted up many times as required and was powered on for 16 hours and did not produce a blue screen. Analysis determined that the overlay was unresponsive in an area with the stylus. It was noted that the system fan was not spinning and the feet were worn on the lower case. All found defective parts were replaced and all other identified issues were resolved. Reconfigured, reloaded, and updated software as preventative and upgraded and reimaged the hard drive. Programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was received into service as it was unable to boot up and was generating a blue screen subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.